Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they had been having trouble with their communicator not staying charged. The patient stated it was on the charger all night and they were getting a message that it was not charged. While on the call, the patient stated that the orange light, the white light, and the blue lights would come on, but it wouldn't work, in reference to the patient not being able to connect. The patient mentioned this had been going on for a couple of weeks where they would put the communicator back on the charging cord and would do it without delivering any medication, but then the issue would happen again, so they wanted to call. The agent asked if the cord was loose or wiggly, and patient stated it had been hard to get the cord plugged in ever since they had it. The patient confirmed the cord did not plug in all the way and they had to force it in to get it to charge, unlike when they charged their handset; it was easy to plug in. On the call, the patient stated they wiggled the cord in the charging port and the orange light flickered on and off. A replacement communicator was requested from the repair department because the indicator light would flicker on and off when charging it; the cord was difficult to plug into the port; and the indicator light would not turn green despite charging it. The patient asked for assistance in trying to get a bolus while they awaited the replacement. The patient mentioned seeing 5 boluses left today on the screen. The patient was initially seeing 'no device found,' but after the agent reviewed general use, the patient then saw ¿low battery connect the communicator to the recharge cable' but the patient confirmed multiple times that there was no associated service code, and the only option was to tap cancel. The agent was unable to resolve the issue for the patient during the call. The patient was going to call their healthcare provider regarding the inability to bolus and needing a bolus.

Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), h3 ¿ analysis of the communicator found ¿charging port loose¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.